Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer also reported crack on the insulin pump and had loss of communication between insulin pump and transmitter and received lost sensor and change sensor alert. Customer reported blood glucose value of 546 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and was treated with intravenous insulin infusion. The customer also experienced symptoms of confusion, feeling sick/unwell. Tired/weak and altered vision/vision changes at the time of hospitalization. The event involved product(s) mmt-397a, mmt-7040a, mmt-1884, mmt-332a, mmt-7841zn. Troubleshooting was declined for hyperglycemia and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed was cosmetic damage and was reported crack on the insulin pump. Troubleshooting was declined by the customer for loss of communication and sensor alerts and it was unknown whether loss of communication issue was resolved or not. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040a. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7841zn.